Event description:
User alleges on receiving an emergency pt in theater, the level 1 blood infuser was set up and used. At the end of the case, the blood infuser set was removed for disposal and it was noticed that the blood was not the usual consistency. On careful inspection of the level 1 infuser it was apparent the blood and water used to warm the device had traces of blood in the tank. The pt was on itu for a period of time and developed an unusual blood culture on 2006 (ralstonia).